Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log review was performed and several errors were found (49 - 21 - 99) which confirms the reported event. The reported device was received in lake zurich and its investigation was performed by our local technical team. Nothing was noticed during both external and internal check. Tests were performed but the event could not be reproduced. As per technical manual the power supply board was replaced and sent to brézins for further investigation. The board was cross-tested and several functional tests related to the reported event were carried out and all performed as expected. Still the event could not be reproduced. Although the reported event coud not be reproduced the event is confirmed by error 49 found in the log review. A possible explanation of error 49 is because the battery is out of service (error 21 found in the log). This might have created a power supply problem and the empty backup capacitor could not be charged in good conditions. Battery performance can be affected by deep discharge or a high frequency of use on affected battery. The error 99 found in the log was triggered due to the occurence of multiple technical errors. To our knowledge this complaint is not being related to patient safety. This complaint is valid. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.

Event description:
Error 49.